Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's doctor reported that the insulin pump was not delivering correctly. The doctor delivered a bolus via the insulin pump and then measured the amount of insulin delivered. The doctor stated that the correct amount of insulin was not delivered. Nothing further was reported.